Event description:
Consumer called to report concerns about their meter. Believes readings are not accurate consistent. Analysis run on clark error grid using mean avg reading (356) as ref. Point vs. Bd readings of 448, 438, 72 yielded data points in the c/d zone of the grid, outside of acceptable limits.